Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information. (B)(4).

Event description:
A physician reported that eighteen months following an intraocular lens implant procedure, a patient is experiencing color vision problems, as they are an artist. The patient was implanted with different lens models in each eye. Additional information was requested. There are two medical device reports associated with this event. This report is for the first eye.